Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID and had no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was advised to contact healthcare provider for backup insulin therapy, was instructed to place pump into storage mode and return it within 10 days using provided shipping materials, and was sent in-warranty replacement pump.